Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B)(6) female patient who received polident dentu creme toothpaste for dental care ((B)(4)). A physician or other health care professional has not verified this report. The patient's past medical history included bilateral knee replacement and bilateral shoulder replacement. Concurrent medical conditions included arthritis. On an unknown date, the patient started polident dentu creme toothpaste (dental). At an unknown time after starting polident dentu creme toothpaste, the patient experienced neuropathy, unable to sleep at night, burning sensation legs, painful to touch legs and leg muscle pain. This case was assessed as medically serious by gsk. Treatment with polident dentu creme toothpaste was discontinued. At the time of reporting, the events were unresolved. Consumer reported event of burning sensation in legs further described as her legs have a burning sensation which starts in her thighs and goes down to her toes. The patient reported, "I think I have neuropathy." She reported that she experienced burning sensation in her legs at night further described as, "it starts in my thighs and goes down to my toes."

Manufacturer narrative:
Polident dentu creme toothpaste is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).